Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Insulin pump received with cracked belt clip slot, and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump rejected new battery and there were no delivery alarms during priming process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.